Manufacturer narrative:
Lot # 1j00835 was sterilised under lot 2163-1838a and released on review of results of sterilisation provided by sterilisation company steris. All of the results were within specification and products were released. Non-conformance tw (B)(4) was opened for this issue. This also related to child investigation (B)(4) completed for a like-for-like nc 1504592 ¿u20 cri complaint weld issue d4 1d00923¿ (part not welded). Previous child investigation (B)(4) / parent (B)(4) (opened 08-apr-2021). Confirmed the ngnc (no good no crimp) function had been switched off between august-2021 and 11-sep-2021, which would coincide with the manufacture of the complaint batch; due to optimising equipment and installing new sensors. 1 photograph was received for this issue via email following request to the customer via complaints intake and has been evaluated in accordance with wi-(B)(4). The photograph confirmed the expected product and complaint issue, although the lot number for the complaint was not present in the photograph. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 4 of 5. (B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the packaging was opened and sterility was compromised. The product was not used. No photo is available at this time.